Event description:
N/a.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported inability to curve or straighten. It was observed that the + cables were broken. Additionally, the sgc guide handle was opened, and it was observed that there was a gap between the top brake barrel and the o-ring, and the dowel push pin on the toggle subassembly was not fully seated. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported inability to curve, inability to straighten, and broken + cables appear to be related to the observed issues with the guide toggle subassembly (gap and dowl push pin not fully seated). The observed gap between the top brake barrel and the o-ring and the dowel push pin not fully seated were determined to be potential product quality issues. Abbott will continue to trend the performance of these devices. Codes removed: medical device problem code: 3026.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter was prepared. However, prior to inserting the sgc into the vein, the +/- knob was not functioning, and the knob would not straighten or bend the catheter tip. Therefore, the sgc was not used and replaced. A new sgc was inserted, and the procedure was continued. Three clips were implanted, reducing mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.